Manufacturer narrative:
Non-bd spike adapter and catheter; baxter 500ml 0.9% sodium chloride injection usp lot:w9h14b0 exp:nov20 with approximately 15ml of IV fluid; baxter 250ml 0.9% sodium chloride injection usp lot:w9h08b1 exp:nov20. The customer¿s reported issue that after (5) minutes the infusion completed, but the IV bag of bendamustine still contained approximately 50ml of medication, was not confirmed in the logs or replicated during testing. ¿ the source pump module was not returned by the customer, an examination and testing could not be performed. ¿ the review of the pcu event log identified an infusion was programmed by user of bendamustine on (B)(6) 2019 at 3:34:40 pm. Rate:584ml/h vtbi:584ml completed to kvo. The infusion vtbi was then changed (3) additional times which all completed to kvo. The last change by user was rate: 999ml/h and vtbi:50ml. The infusion was started and channeled off by user (2) minutes 43 seconds later. Total infusion time: 1 hours 16 minutes 49 seconds. Total volume infused was approximately 727.099ml. ¿ the returned and used administration and secondary set was functionally tested. There were no irregularities or backflow observed during testing. ¿ the returned used administration set was tested for rate accuracy in a test pump module. The test device with the loaded administration set delivered IV fluids in specification. The source disposable set model was evaluated for concentricity and was found to be within specification. The root cause of the customer¿s report that the infusion completed and the IV bag of bendamustine still contained approximately 50ml of medication was not identified.

Event description:
It was reported that the IV infusion pump alarmed after (5) minutes since it started, and indicated that the programmed volume had been infused, however; the IV bag of bendamustine still contained approximately 50ml of medication. The IV infusion pump had been programmed manually. It was further confirmed during follow-up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Concomitant medical products: bd IV catheter 24g non-bd concomitant: one used 250ml baxter bag lot w9h08b1, one used 500ml baxter bag lot w9h14b0. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, no patient information can be shared.

Event description:
It was reported that the IV infusion pump alarmed after 5 minutes since it started and indicated that the programmed volume has been infused but the IV bag of bendamustine still contains 50ml. The IV infusion pump was programmed manually. There was no patient injury.